Event description:
The customer reported that the battery has deteriorated. There is no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.